Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after being disconnected from the infusion set for approximately two hours during a supply change, then reconnecting at a glucose of 124 mg/dl with no carbohydrates and observing a subsequent rise to a reported peak of 203¿187 mg/dl while using an ilet system with a dexcom g7 continuous glucose monitor (cgm) and an inset infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with the involved component being the cannula, leading to the user being disconnected and having zero insulin on board when glucose rose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.